Event description:
The patient claimed that the animas pump is losing power and self rebooting. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 11/18/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box indicated that the pump rebooted on (B)(6) 2011 after a replace battery alarm was given, the battery was replaced the morning of (B)(6) 2011. Rebooting was also observed on (B)(6) 2011. The pump battery cap and compartment were found to be intact with no physical or moisture damage. The battery cap secured to the pump and the pump booted to the verify screen appropriately. The pump was exercised for 24 hours without rebooting. The pump was opened and no defects were noted to the power circuit. The patient's complaint was verified in the black box but was unable to be duplicated during testing.